Manufacturer narrative:
(B)(4): the manufacturing location for this product is (B)(4). This site is an (B)(4)manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and (B)(6) FDA registration number has been used for the manufacture report number. Bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to needle comes loose as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle comes loose. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "the tip of the needle keeps coming loose and falling out."